Event description:
The patient presented into the clinic with phrenic nerve stimulation (pns) due to the left ventricular (lv) lead. A surgical procedure was performed to revise the lv lead, but instead the lead was deactivated and remains implanted to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that a loss of capture was observed on the left ventricular (lv) lead.